Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized due to an inflamed stoma. During the hospitalization, the physicians decided jointly to discontinue duodopa therapy in which no new peg / -j system was placed and the patient was switched to oral medication. It was unknown if the patient received any systemic treatment as no further information was available.